Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon catheter became stuck on a guide wire. Vascular access was obtained via the femoral artery. The lesion was a 100% stenosed chronic total occlusion lesion located in the severely calcified and moderately tortuous superficial femoral artery. Another manufacturers guide wire crossed the lesion. This 2mm x 40mm coyote es otw balloon catheter was then selected and became stuck with the guide wire. The coyote was unable to be advanced further. The entire system was removed as one unit intact. The procedure was continued with another 2mm x 40mm coyote es otw balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).